Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation of left ostium with 2/3 of the left device in abdominal cavity"), uterine perforation ("at the right cornual level, a portion of the device was visible through to the serosa") and device dislocation ("the third device was found wrapped by omentum at the level of left parietocolic space") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the left device was not released correctly" on (B)(6) 2016, device use issue "2 devices were implanted in left side" on (B)(6) 2016 and device ineffective "permeable right tube". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("slight pain in the left iliac fossa"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy - removal of 3 devices and prophylactic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation, fallopian tube perforation and uterine perforation with essure. The reporter commented: on (B)(6) 2016 the three devices were removed without complications. At medical control in (B)(6) 2017 the patient was asymptomatic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: obstruction of left tube / permeable right tube. X-ray - on an unknown date: 3 devices - 2 in left tube. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/47588) on 28-aug-2018. The most recent information was received on 20-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation of left ostium with 2/3 of the left device in abdominal cavity"), uterine perforation ("at the right cornual level, a portion of the device was visible through to the serosa") and device dislocation ("the third device was found wrapped by omentum at the level of left parietocolic space") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the left device was not released correctly" on (B)(6) 2016, device use issue "2 devices were implanted in left side" on (B)(6) 2016 and device ineffective "permeable right tube". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("slight pain in the left iliac fossa"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy - removal of 3 devices and prophylactic bilateral salpingectomy), surgery (laparoscopy - removal of 3 devices and prophylactic bilateral salpingectomy) and surgery (laparoscopy - removal of 3 devices and prophylactic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation, fallopian tube perforation and uterine perforation with essure. The reporter commented: on (B)(6) 2016 the three devices were removed without complications. At medical control in (B)(6) 2017 the patient was asymptomatic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: obstruction of left tube / permeable right tube x-ray - on an unknown date: 3 devices - 2 in left tube . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.